Event description:
It was reported that balloon rupture occurred. The 4.00mm x 20mm maverick balloon catheter was advanced to the lesion for dilation. The balloon was inflated; however, the balloon ruptured at 10 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the maverick2 balloon catheter was received with a maverick2 shelf box. The batch number on the packaging and device matched the reported batch. There was contrast and blood in the inflation lumen. There was blood on the balloon. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 4.00mm x 20mm maverick2 balloon catheter was advanced to the lesion for dilation. The balloon was inflated however, the balloon ruptured at 10 atmospheres on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.